Manufacturer narrative:
The visco-gel temporary soft denture liner can be used as a tissue treatment and instructions are available in the dfu. However, the formulation and ratio of liquid to powder has recently changed for this product and it is unknown if the correct ratio was used. Because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a doctor ordered visco-gel tissue treatment kit and received a package of visco-gel temporary soft denture liner with a broken seal. After mixing the liquid with powder, the doctor noted a milky mass with bitter taste and a burning sensation to the mucous membranes of the mouth. The doctor returned the visco-gel temporary soft denture liner with the broken seal and thought he would receive visco-gel tissue treatment kit with unbroken seals. After a short time the doctor received the same product. The doctor had a small amount of liquid from a previous visco-gel tissue treatment kit and decided to mix it with the powder from visco-gel temporary soft denture liner and noted a transparent mixture as it would look if the powder from visco-gel tissue treatment kit was used. The doctor used this mixture on several patients. The patients reported experiencing issues such as vomiting, elevated body temperature, and an unpleasant bitter taste after use of visco-gel. The doctor was informed by a second doctor that a patient went to the hospital 23 hours after visco-gel was used on the upper an bottom denture of the patient, with symptoms of "severe poisoning." Additional information has been requested, but is not yet available.